Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® ex hex tapered implant (boet485) and removal tool were returned for investigation. Visual evaluation of the as returned products identified that the removal tool was engaged in the implant. This investigation covered only the implant. Functional testing of the drive feature could not be performed since the tool could not be removed from the implant. Pre-existing conditions, tooth location, x-ray and implantation period are irrelevant to this investigation. Device history record (DHR) review for the lot (2019060194) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2019060194) for similar events and no other complaint was identified. Therefore, based on the available information, the reported malfunction and event could not be verified since the implant drive feature was not accessible as the removal tool was still inside. However, an unrelated malfunction did occur as the tool could not disengage from the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided patient sex unknown / not provided.. Weight unknown / not provided.

Event description:
It was reported that there was a damage in the implant connection. Doctor used another implant with the same mount and he was able to complete the procedure.